Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material adhering to the distal end could not be identified and the root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material and no additional event/device reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿ gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had debris near the distal end. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign matter exiting the air/water channel at the distal end. Additionally, there were scrape marks and stains in the biopsy channel; the control knob had reduced play; adhesive on bending section cover (a-rubber) had a crack; reduced angulation; and the plastic distal end cover had minor dents. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.